Event description:
Additional information reported the catheter access port was accessed the day of report and a dye study was performed. The patient status was noted as alive with no injury. It was noted the patient was a poor historian, and they were unsure the delivery of baclofen was helping. It was stated the sometimes they thought it was helping. It was noted there were unsure if a revision will be performed and unsure if therapy was working well enough to subject the patient to surgery. The device was used to deliver lioresal.

Event description:
It was later reported that the patient¿s catheter had broken twice since implant. The reporter couldn¿t remember why it broke the second time or the circumstances, other than that the healthcare provider (hcp) said that the catheter broke and he wanted to re-implant. The patient¿s mother went another doctor in january to get a second opinion and, per this doctor, the catheter was not broken according to an x-ray. It was noted that the patient was currently taking valium. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter kept ¿pulling out.¿ the patient experiences ¿real bad¿ headaches because ¿the spinal fluid is going to, to the brain is putting pressure on the brain due to catheter leaking. So he goes in for a blood patch and that takes care of the headaches for awhile.¿ the patient was told that in the near future there would be a new type of catheter and that type of catheter was going to be implanted with an anchor to help prevent slipping. In the meantime, the pump had been turned to ¿almost zero.¿ the patient saw their health care provider approximately one month ago. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the catheter had come out of the intrathecal space. Reportedly, the catheter was ¿previously¿ revised. The patient was currently reported as stable and noted further that the catheter ¿is out the intrathecal compartment.¿ the patient was also taking vicodin.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported symptoms included at times periods of increased spasticity. It was reported that it was un determined if a revision would happen. The surgeons have refused to revise, it was noted that the managing physician may try and find a new surgeon if patient wanted to proceed.

Manufacturer narrative:
(B)(4).